Manufacturer narrative:
(B)(4): concurrent procedure ((B)(6) 2010) during mesh implantation: robotic total hysterectomy with bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent a fistulogram on (B)(6) 2010. The patient underwent fistula gluing on (B)(6) 2010. The patient underwent a fistulogram on (B)(6) 2010. The patient underwent flex sig ( rectovaginal fistula exploration ) on (B)(6) 2010. The patient underwent a colonoscopy on (B)(6) 2010. The patient underwent a takedown of ileostomy with resection and reanastomosis with manuel dilation of anorectal stricture on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 at (B)(6).

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 at (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacral colpopexy, posterior colporrhaphy, and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and rectocele on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures, including a mesh removal on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): concomitantly on (B)(6) 2010, the patient had an intepro implanted. It was reported that the patient had a retrovaginal fistula surgery repair on (B)(6) 2010, due to mesh eroding into colon. The patient underwent another retrovaginal fistula sacral colpopexy and ileostomy on (B)(6) 2011, due to mesh erosion into the colon. She experienced pain, urinary and bowel problems, infection, bleeding and dyspareunia.(B)(4).